Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with an unknown operating system. Customer reported they were unable to access their user account due to a compatibility issue. As a result, the customer was unable to monitor glucose with sensor readings and experienced an unspecified medical event and received unspecified hcp treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported having a incompatibility issue. Attempted to replicate the user¿s complaint using similar configuration of iphone 13 mini ios 17.0.3 2.10.2.7677, samsung galaxy s21 android 13 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with an unknown operating system. Customer reported they were unable to access their user account due to a compatibility issue. As a result, the customer was unable to monitor glucose with sensor readings and experienced an unspecified medical event and received unspecified hcp treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported having a compatibility issue. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with an unknown operating system. Customer reported they were unable to access their user account due to a compatibility issue. As a result, the customer was unable to monitor glucose with sensor readings and experienced an unspecified medical event and received unspecified hcp treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.